Event description:
(B)(4) study. It was reported that following a coronary artery treatment procedure the patient expired. The target lesion was located in the proximal right coronary artery with 70% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.50 mm x 16 mm ion stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient expired as a result of respiratory failure.

Event description:
It was further reported that the target lesion was a de-novo lesion. At the time of the event, in (B)(6) 2012, the patient presented due to shortness of breath, generalized weakness and chronic atrial fibrillation. Chest x-ray revealed bronchiectasis pleural effusion (left greater than right) chronic lung changes. Egd revealed esophageal spasm but no stricture for which she was treated with dilatation however the subject continued to become progressively more week, refused to eat and become bed bound and was admitted to emergency department where the family requested for no ventilator. Per death certificate, the primary cause of death is respiratory failure and secondary causes are bronchiectasis, pneumonia. Other significant conditions responsible for death are coronary artery disease and atrial fibrillation.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event, relevant tests, other relevant history, patient codes updated. (B)(4).